Manufacturer narrative:
Upon follow-up, it was reported that peritonitis was manifested by cloudy fluid. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has recovered from peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, intraperitoneal, ongoing) and amikacin injection (125mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.